Manufacturer narrative:
Conclusion code: field left blank- no available code for undetermined or unknown cause. The customer¿s report of a leak in the tubing was confirmed. Visual inspection showed that the female luer of the extension set had an 11.2 mm crack. Functional testing confirmed leaking at the crack. The root cause of the leak was determined to be the female luer crack. The origin of the crack is unknown.

Event description:
The customer reported that the pca tubing leaked at the y-port which caused the patient to have increased pain due to not receiving adequate narcotic doses. There was no report of any lasting adverse effect.